Manufacturer narrative:
Additional information is being submitted based on a medsun report submitted by the customer (B)(6).

Event description:
It was reported that during use on a patient, the printer of the cardiosave intra-aortic balloon pump would not print a strip, the door to the strip paper was hot to touch and turned the paper black on one end and smelled like burning. This followed when the nurse found the pressure bag dripping fluid down onto the pump. The iabp was replaced and the first one taken to biomedical department. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse found water damage to the printer and burnt components on the printer board. Water was also found in the cart and on the bottom of the pump module, on the batteries and inside the battery slots. To resolve the issue, the fse dried the iabp and replaced the printer. The iabp passed all tests and calibration was verified. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the printer of the cardiosave intra-aortic balloon pump, turned the paper black and smelled like burning. This followed when the nurse found the pressure bag dripping fluid down onto the pump. The iabp was replaced and the first one taken to biomedical department. There was no patient harm or adverse event reported.

Manufacturer narrative:
(Event site name and address were corrected as they were previously reported differently.)

Event description:
It was reported that during use on a patient, the printer of the cardiosave intra-aortic balloon pump, turned the paper black and smelled like burning. This followed when the nurse found the pressure bag dripping fluid down onto the pump. The iabp was replaced and the first one taken to biomedical department. There was no patient harm or adverse event reported.